Event description:
On june 21, 2008, the lay-user/pt contact lifescan alleging that a one touch ultra test strips had a strip cut issue. The medical affairs specialist (mas) was unable to contact the reporter or pt by telephone. A letter was mailed to the pt on july 10, 2008. The reporter indicated that the alleged test strip issue started in 2008, during the morning time. The reporter described the test strips as having different sizes and thicknesses. As a result of the alleged meter issue, the pt administered self-care by eating food and/or drinking a beverage. On an unspecified date/time after the alleged issue began, the reporter claimed that the pt developed symptoms of shakiness. The reporter denied that the pt received medical intervention from a health care provider during the time of concern. The pt's blood glucose was also not tested on another device. It would have been helpful to know the following info. If the pt was able to test her blood glucose before, during and after the symptoms developed, and what date/time the symptoms developed. Also, it would have been helpful to know what actions the pt took before and after he developed the symptoms, his testing frequency, and his medication and diabetes management regimens. The test strips were replaced. This complaint is being reported due to the following conclusion. The reporter claimed that the pt developed symptoms that can be associated with severe hypoglycemia after the alleged test strip issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject test strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.